Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok button was not always responding to presses. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the ok button issue.

Manufacturer narrative:
(B)(4): the keypad was found to be torn at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The ok button was found to be intermittently responding. The keypad was removed to investigate and contamination was found under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.